Event description:
It was previous reported that the patient was brought to the ER and had "shaking legs".

Event description:
It was reported that the patient ignored the low reservoir alarm on (B)(6) 2013 and the empty reservoir on (B)(6) 2013. The pump was refilled with compounded baclofen and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: unknown. (B)(4).

Manufacturer narrative:
(B)(4).